Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that medication quantities were not accurate on the enterprise server. A technical support specialist (tss) resolved retry errors by applying the documented retry mode knowledge article. Due to the upload taking longer than expected, the medication application was unable to complete a full synchronization, and the documented manual recovery procedure for invalid upload change tracking was applied. A full synchronization was then completed successfully. The user confirmed that no transactions were missing and approved case closure. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server medication quantities were not accurate on the enterprise server. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.